Manufacturer narrative:
Device history record (DHR) review was unable to be completed as no lot number was available for evaluation. The actual complaint sample was not returned for investigation; therefore, an evaluation of the complaint sample for deficiency of construction could not be performed. The root cause was not determined. We will continue to monitor trends for this product.

Event description:
Customer reported that when the heel warmer was squeezed to activate, its contents oozed out on associate¿s hands. No injury reported or other demographics provided.